Event description:
The customer's wife reported that on (B)(6) 2010 around 7 am the customer's freestyle freedom lite blood glucose meter started giving readings higher than normal. Although the event reportedly started around 7 am, the only reading she was able to report was 177 mg/dl obtained on the same day at 6:04 pm, which was higher than the customer felt. It was also reported that due to readings higher than normal, the customer took some additional insulin and then became unresponsive. The customer reportedly lost consciousness and the paramedics were called, but the customer's wife reported she did not know if any treatment was rendered to the customer. The customer was not reportedly transported to a health care facility and he drank orange juice to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.